Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of drilling issues was confirmed. The drill does not function properly. The drill is spinning very slowly, even when fully charged. This is due to an internal failure within the drill.

Event description:
It was reported that the drill is turning very slowly. No other information provided, at this time.